Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The severely calcified lesion was located in the right coronary artery (rca). The physician attempted to reach the lesion with a taxus express2 3.0 x 16 mm drug eluting stent. However, the physician was unable to deploy the stent. The physician then attempted to retract the stent delivery system (sds) and the undeployed stent dislodged inside the guide catheter. The taxus stent was removed without any complications. The procedure was successfully completed with another taxus express2 3.0 x 16 mm drug eluting stent. No injury or pt complication was reported. Pt status is reported to be 'satisfactory/good'.